Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a piece of the "white rubber" around the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip needle broke off into the insulin. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "caller reported a piece of the white rubber around the needle is coming off and little white pieces are flowing around in the insulin from the needle".